Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of skin irritation, lung disease, kidney cysts and other. There was no report of serious injury or harm. There is no medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of skin irritation, lung disease, kidney cysts and other. There is no medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box b: describe event or problem was corrected.